Event description:
A physician reported that unusual abnormal sounds during the surgery. The procedural type was unknown. The surgery was completed on the same day without replacing the product. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The turbid posterior pak was visually inspected and no obvious defects were found. All tubing were inserted properly in the cassette housing. The drain bag detached due to saturation. The product was tested using the unity console with the calibrated console. The product could prime successfully, the irrigation, aspiration and redundant pressure sensors displayed the correct accuracy readings when evaluated. Both irrigation and aspiration flow rates were sufficient. No message code appeared on the screen. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).